Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the button was unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with high sleep current, hardware low levels alarm during self-test and confirmed in insulin pump history and unit intermittent buttons, problem isolated to keypad assembly. The insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump passed leak test. The insulin pump received with connector at pcba1 properly connected. No damage or moisture damage on keypad assembly noted. The insulin pump received with minor scratched display window, case and keypad overlay.